Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that the vns patient¿s device was found to be programmed to settings indicative of an interrupted system diagnostic test during an office visit on (B)(6) 2010. It is unclear if the interrupted system diagnostic test occurred prior to the office visit or during the same office visit. The patient¿s device settings were corrected the same day. No patient adverse events were reported.